Manufacturer narrative:
Investigation of returned guidewire revealed the breakage of guidewire at approx. 25mm from tip end. Observation of the breakage site revealed the trace of breakage by rotation. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped product are inspected during the production process for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation, it is inferred that tip of the guidewire was trapped in the cto lesion, where rotational manipulation was applied with excessive manner, resulting the accumulation of the rotational force and breakage of the core wire when the accumulated force exceeded the product design limit, which was seen as if the breakage of guidewire. Coil wire was finally broken apart after removal out of the patient body. Warning section of the IFU describes; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720) in the same direction.

Event description:
Reportedly, the subject guidewire was used to cross the heavily calcified cto lesion at ata, however it could not cross the lesion. Physician advanced an unknown balloon catheter over the guidewire to attempt crossing the stenosed area proximal to the target lesion, and noticed on the monitor screen as if the guidewire was broken. After performing poba treatment, the balloon catheter and the guidewire were removed out as a unit, the guidewire broke apart after it was completely taken out from the patient body. There was no impact to the patient and the procedure.

Manufacturer narrative:
(B)(4).